Manufacturer narrative:
(B)(6). (B)(4). Investigation results: one accutrac 200 laser fiber was returned in one piece with tip detached. The fiber measured approximately 317.3 cm from the top of the connector to break. Visual examination revealed that the exposed glass portion of the distal tip measured approximately 1.5 mm and was consistent with a fracture, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on january 2, 2019 that an accutrac 200 laser fiber was used in a lithotomy for kidney stones procedure in the kidney performed on (B)(6) 2018. According the complainant, during procedure, there was not enough energy from the laser fiber to break down the stone. The fiber tip was still luminous which indicated that the fiber was not broken. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.